Manufacturer narrative:
Ous MDR- during the analysis of the lead, fraying of the outer insulation 55 cm distal of the connector pin and fraying out of the rope conductor to the rv shock coil at in this area was detected. This damage manifestation most likely was the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The analysis did not find any manufacturing error or material defect at the lead.

Event description:
Ous MDR-after an implantation time of about 10 months, an increase in shock impedance was reported.